Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and they also received battery failed alarm. The customer¿s blood glucose level was 112 mg/dl .customer also stated that alarm did not clear prior to changing the battery. Customer stated that he kept getting replace battery alarm after changing the battery many times. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify failed battery alarms and unexpected battery power loss due to blank display. Also, received with corroded battery tube and moisture damage on the motor and force sensor.